Manufacturer narrative:
Device manufacture date for add'l lot: ppmyh13: 04/30/2004. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).

Event description:
It was reported that these products did not pass the inspection for (B)(4).